Event description:
Received info from a physician, through a sales rep, concerning a pt who is in an unsponsored study of hyalgan (sodium hyaluronate) for "osteoarthritis of the thumb" and may have experienced a "possible mi". No further info is available at this time. Follow-up info may 2001: spoke with nurse who stated that the pt had pre-existing angina. Pt received shots of hyalgan in 2001 - no lot number was available. Pt was due for their third shot of hyalgan. During that same month in 2001, the pt experienced chest pains and went to a local hospital. Pt was transferred to medical center. A catheterization was done the next week which showed no blockages and pt was discharged home. The consensus of the physicians was that the pt's chest pains were not related to hyalgan. Corrective treatment: not reported.